Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. As a result, a lead safety switch (lss) was triggered which automatically switched the rv lead from the bipolar to the unipolar configuration. This was discovered during a device interrogation. The healthcare provider (hcp) indicated there was no rv capture observed in the bipolar configuration at an output of 2.5 volts, but the threshold and pace impedance were within normal specification limits in the unipolar configuration. The hcp also noted they did not observe any myopotential oversensing in the unipolar configuration. The patient was indicated to be pace therapy dependent with an intrinsic underlying rhythm of 30 beats per minute. Boston scientific technical services discussed that this sounds like a rv lead issue and indicated that it is up to the physicians discretion when they want to address the lead since the patient is pace therapy dependent and the lead issue could continue in the unipolar configuration as well. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.